Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the mayfield 2 lock having up and down movement, the teeth were grinding when rotated and the index knob had two cracked tabs. All worn components have been replaced with new parts along with general maintenance and cleaning performed. Root cause - complaint confirmed via inspection of the item. The index knob had two cracked tabs. Probable root cause is excessive force or mishandling of the unit. The mayfield 2 lock had up and down movement and the teeth were grinding and required replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield skull clamp (a1059) had a broken lock pin and the black cap was missing. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that it had movement.